Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00490.

Event description:
It was reported that a pedicle screw would not connect properly with a sleeve during surgery. After multiple attempts, an alternative screw and sleeve were used to complete the procedure. There were no reports of patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
The returned sleeve was evaluated. There was material deformation in the distal end of the threads. However, the sleeve was found to function as expected during an evaluation with a mating screw. The cause of the material deformation is likely attributed to misalignment of the extender sleeve with a mating screw during surgery. A review of the manufacturing records did not identify any issues which would have contributed to this event.